Manufacturer narrative:
The suspect device was returned to olympus for evaluation. Upon inspection, the cup could not be opened or closed. Two operating wires had detached from the cup's operating wire fixing holes and two control wires were broken and had missing parts. The control wire fixing hole in the cup was scratched from the control wire being pulled with excessive force. There were no other abnormalities such as buckling of the insertion part. Additional information is being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that during an unspecified surgery, the cup of the disposable biopsy forceps did not open at all. The procedure was completed after switching to another device. There was no harm or user injury reported due to the event. The user facility returned the device to the olympus service center. Upon inspection and testing of the returned device, it was observed that the two operating wires had detached from the cup's operating wire fixing holes and two control wires were broken and had missing parts. This report is being submitted for the reportable event found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the operation wire was damaged or fell off and came off from the operation wire fixing hole of the cup because a strong load exceeding the bearing strength was applied to the connection part between the operation wire and the cup. A situation in which a load stronger than the bearing strength is applied to the connection between the operating wire and the cup may be handling such as pulling the slider hard when the cup is difficult to open or close, for example, when the endoscope is angled tightly. The event can be prevented by following the instructions for use (IFU) which state: " if the manipulation wire becomes detached from the cups, immediately stop using the instrument. With the wire detached, you may feel little or no resistance when moving the slider, and your impression of the manipulation of the instrument may differ significantly from what is actually taking place. If you notice any major changes in manipulation, check whether or not the wire has become detached from the cups. ·if the manipulation wire becomes detached while the biopsy forceps are inserted in the endoscope, first move the slider all the way in the proximal direction in order that the cups may come as close to the distal end of the endoscope as possible. Then, withdraw the biopsy forceps and the endoscope together from the patient¿s body with extreme care to avoid causing patient injury. At the same time, make sure that no part of the manipulation wire has fallen into the patient¿s body. Do not force the instrument if resistance to insertion is encountered. Reduce the endoscope¿s angulation (or lower the forceps elevator if applicable) until the instrument passes smoothly. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument.". Olympus will continue to monitor field performance for this device.